Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating consecutive stalled motor events, which persisted after multiple restarts and led to replacement of the device; blood glucose remained at 170 mg/dl and the user continued cgm monitoring on dexcom. Symptoms included no reported adverse clinical effects. Outcomes included no impact to the user¿s health and no need for medical care. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.